Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead, and another manufacturer's device, presented to the emergency room with pre-syncope symptoms. Interrogation of the device found rv loss of capture. It was reported the patient's symptoms corresponded to an increase in threshold measurements. The lead was imaged and there was no sign of a lead fracture. An invasive procedure was performed. The lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.